Event description:
It was reported that during an evaluation of a returned homechoice (hc) device, it was determined that the hc machine failed fluid volume accuracy testing. The device failed during evaluation; therefore, there was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the sample evaluation. Visual and functional tests were performed. The reported issue was determined to be caused by deteriorated piston foam, which was scrapped. If additional relevant information becomes available, a follow up medwatch will be submitted.